Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. It was reported that the customer's blood glucose levels were over 400 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. When checking the history files on the insulin pump, it was found that some alarms had occurred prior to the event. However, it was not known whether the alarms occurred while the customer was wearing the insulin pump or prior to the customer receiving the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.